Manufacturer narrative:
Device was used for treatment, not diagnosis. The date the patient¿s fracture collapsed is unknown. (B)(4) fracture collapse. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was reportedly discarded by the hospital. (B)(6). A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a titanium fixation nail (tfn) system was implanted in the patient on (B)(6) 2016. During a routine postsurgical checkup, it was noticed that the fracture had collapsed due to the lag screw not having been inserted through the nail during the initial surgery. Reportedly the misalignment was not noticed in the original x-rays (date unknown). Revision surgery was performed on (B)(6) 2016 to remove the original, misaligned lag screw and insert a new one. It was confirmed the new lag screw went through the nail as intended. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the fracture collapse was detected during routine post-operative x-rays.